Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(4) 2013. There was no activity outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen. The pump was primed with no issues. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging a non-specific prime issue and stated his blood glucose (bg) has been elevated between 300 and 500mg/dl with abdominal cramps since (B)(6) 2013. The patient stated he changed out supplies but the issue continues. The patient denied any site or set issues. The patient noted that his healthcare provider changed his settings last month but he was unsure what the settings were and what they should be. The patient has reportedly been taking injections to treat elevated bgs. The patient's bg around 6pm was reportedly 290mg/dl. The patient was advised to go to a back-up plan for insulin delivery since changing the cartridge and infusion set did not resolve the issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy and the pump could be ruled out as a cause or contributor.